Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis, located in the moderately tortuous and severely calcified common iliac artery. A 9.0 x 20, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured vertically in the middle part. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.